Manufacturer narrative:
Additional information was received that the patient underwent a explant procedure. The patient no longer needed the device. No malfunction was suspected. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial/lot #: (B)(4)/ 311422 description: linear st lead, 50cm

Event description:
A report was received that patient had pain at the ipg site and will undergo an explant procedure.

Event description:
A report was received that patient had pain at the ipg site and will undergo an explant procedure.